Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the needle broke off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - it was reported that 36 products are involved in each event, could you please confirm this quantity of products involved? - what is the total number of products involved (needles that broke off the suture line after opening) in each procedure? - please confirm the lot number involved in each procedure: - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). D4, h4- the actual device batch number associated with this event is not known. The following possible lot numbers were reported: tebclr, tpbcub to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04655 2210968-2024-04656

Event description:
It was reported that the patient underwent an unknown podiatry procedure on an unknown date in 2024 and suture was used. The needles have been breaking off the 4-0 ethilon suture line after opening. So far the staff have used four sutures from the same lot with no success. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. The actual device batch number associated with this event is not known. The following are reported possible batch numbers: tebclr, tpbcub. A manufacturing record evaluation was performed for the finished device batch tebclr and no non-conformances were identified. Mfg. Date - 5/11/2023 and exp. Date - 4/30/2028. The manufacturing record evaluation of batch tpbcub was performed for the finished device and identified an ncr related to the reported incident. The final quality release criteria were met before this batch was released for distribution. Mfg. Date - 12/13/2023 and exp. Date - 11/30/2028.